Event description:
Patient reported the infusion device is displaying an e7 (electronic error) message. Patient stated the infusion device is missing vibration alarms and also missing segments on the display. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the complaint failure 'e-7' could be confirmed during investigation. E7105 entries were found in the history. It is not possible to further operate the pump due to a defective force sensor. Therefore, the pump correctly triggered the e7105 error messages. Inspection of the complaint device identified an internal failure of the force sensor which could impair the pump from correctly alerting the user to situations which require actions to prevent interruption of insulin delivery. The display is missing a pixel line/pixel column due to a defective display printed circuit. Due to the fact that only a slim horizontal line of pixels are missing, a misinterpretation of results can be excluded.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.